Event description:
It was reported that during a percutaneous nephrolithotomy procedure that occurred in 2006. A minor perforation occurred, which was thought to have been related to improper placement of the device. The physician felt the perforation would heal on its own and did not require any further intervention. A full recovery is expected, no further information forthcoming.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device mets its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.